Event description:
It was reported that during the procedure, about 2/3 of the subject flow diverter was released. When the operator realized that the subject device might be too long proximally, an attempt was made to re-capture the subject flow diverter. However, the resistance was extreme, so the subject device together with the microcatheter had to be retrieved via the distal access catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added, h3 device evaluated by mfg ¿updated, d4 expiration date - added, d9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, d4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned inside a microcatheter. The distal end of the stent was partially deployed from the tip of the microcatheter. The stent on removal was crimped in the middle with frayed braid edge at the distal end. The stent delivery wire (sdw) was inspected and the re-sheath pas and the petal/dpa (distal protection assembly) were intact. The distal sdw was kinked/bent. The introducer sheath was not returned. During functional inspection the microcatheter was flushed and an attempt was made to retract and re-capture the stent into the microcatheter without success. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The event states ''about 2/3 of the flow diverter was released. When the user realized that the flow diverter (fd) might be too long proximally, an attempt was made to capture the device. It was noticed that the resistance was extreme, so the fd including the microcatheter had to be retrieved via the distal access catheter. It is unclear whether the problem of resheathing was due to the fd or the microcatheter.'' Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. Product analysis found the device was returned inside a microcatheter and the distal end of the stent was partially deployed from the tip of the microcatheter. When the microcatheter was flushed, an attempt was made to retract and re-capture the stent into the microcatheter without success. The stent on removal was crimped in the middle with a frayed braid edge at the distal end. The distal catheter shaft was kinked/bent. It is possible the moderately tortuous anatomy contributed to the damage to the distal section of the microcatheter shaft which in turn may have contributed to the stent not fully opening during the procedure. An assignable cause of procedural factors will be assigned to the reported event: ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and the analysed events: ¿flow diverter stent difficult/unable to re-capture into microcatheter¿, ¿stent failed/unable to open (when not implanted)¿, 'stent deformed¿ and 'sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, about 2/3 of the subject flow diverter was released. When the operator realized that the subject device might be too long proximally, an attempt was made to re-capture the subject flow diverter. However, the resistance was extreme, so the subject device together with the microcatheter had to be retrieved via the distal access catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.